Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under 0002648920-2023-00299. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00596203210 - articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height - unknown. Unknown - unknown femoral component - unknown. G2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a knee arthroplasty. Subsequently, the patient was revised approximately 4 years later due to posterior medial subsidence of the tibial baseplate. The surgeon believes this may be due to the primary tibial cut being made with an anterior slope instead of a posterior, causing failure of the baseplate overtime. The poly was also revised due to standard procedure. Attempts have been made and all available information has been provided.